Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a lead alert triggered due to high impedance values with the high voltage coils of the right ventricular (rv) lead measuring above the set limit. During pocket manipulation, lead noise was exhibited. The physician brought the patient back to the hospital and it was discovered that the implantable cardioverter defibrillator (ICD) had a loose setscrew. The setscrew was re-tightened and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.